Event description:
It was reported that this system was a part of an infection shortly after implant. The patient was given antibiotics as a result. No additional adverse patient effects were reported.